Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer encountered repeated recoverable errors on the system. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted errors 23103 on arm #4. The customer disabled universal surgical manipulator (usm) #4. The site continued to complete the procedure as planned with no reported patient injury. Isi followed up with the nurse from the site and obtained additional information: the customer confirmed that the or staff disabled arm #4 to resolve the reported issue. The procedure was completed robotically with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the set up joint (suj) shoulder encoder to resolve the error 23103 and replaced a broken universal surgical manipulator (usm) cover. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system errors: 23103 (psc excessive primary encoder latency on suj4, (xi: proximal, vertical) or (x: axis 3, extra elbow) axis.) No image or video clip for the reported event was provided. This complaint is considered a reportable malfunction due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.